Event description:
The customer reported a malfunction issue, specifically with malfunction code 16, on their device. There was no reported adverse impact to the customer's blood glucose level. Technical support confirmed the device was under warranty and arranged for a replacement pump to be shipped. The customer was instructed on how to place the malfunctioning pump into storage mode and agreed to send it back using a prepaid return label within 10 days. No backup insulin therapy was available, so the customer was advised to contact their healthcare provider.